Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported via merlin.net that an episode of non-sustained vt was unavailable. As there was only one other nsvt episode and three morphology template updates, it appears the episode was not overwritten, and the non-sustained vt episode may have cancelled due to a possible securesense interaction. Device remains implanted.